Manufacturer narrative:
Device received with black spotted partial display due to severe corrosion on electronic board stack. Unable to verify critical pump error due to display anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Unit received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, missing serial number label, peeling/fading end cap address label, cracked battery tube area and scratched case. Corroded battery tube. Severe corrosion on force sensor assembly and motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error. Customer reported that they received open book image on the insulin pump screen. Customer stated that they did not receive any alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.